Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, bumpy rash under the right back therapy pad of the lifevest equipment. The patient reported having a skin condition called granuloma annulare. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to use clobetasol cream on the skin irritation. Follow up indicated that the skin irritation improved.